Event description:
On (B)(6) 2012 the reporter contacted animas alleging that there were several "normal" boluses in the pump's bolus history but stated that they do not use the normal bolus feature of the pump. A review of the bolus history indicated normal boluses on (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. There was no reported adverse event as a result of the alleged malfunction. The reporter was unable to complete troubleshooting at this time of initial contact. Several attempts have been made to contact the reporter to complete troubleshooting, without success. This complaint is being reported due to the allegation that boluses occurred that were not programmed by the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal use. The bolus history showed normal boluses delivered on (B)(4) 2012; a 1 unit normal bolus was programmed into the pump and delivered on (B)(4) 2012 at 12:54 pm and on (B)(4) 2012 at 1:13 pm. The pump was exercised for 24 hours on a 1 unit per hour basal program with no normal boluses recorded in the history during that time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully after the 24 hour test period and both were accurately recorded in the pump history. During investigation, no hypersensitive buttons were observed on the keypad. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.